Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). A follow-up medwatch will be submitted if additional information becomes available.

Event description:
The customer stated that the hcu30 won't heat to proper temperature or cool to proper temperature. Additional information: there was no patient involvement reported. (B)(4).

Manufacturer narrative:
(B)(4). The device was returned to the service depot for evaluation and repair. The ice sensor readings were found to be out of range. The part was replaced as well as the 20a breaker and discoloured wires and terminals in the lower power supply. The maquet service technician performed a pm, functional and safety tests before returning the device to the customer ready for clinical use. The defective ice sensor was damaged during the replacement process and cannot be investigated further. Therefore no root cause can be established. There was no patient injury or involvement.

Event description:
(B)(4).